Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) requested MRI compatibility guidelines for patient¿s implantable neurostimulator (ins) for an issue unrelated to the device. The hcp further reported that there had been a spinal cord stimulator malfunction due to repetitive flipping of the ins with subsequent coiling and migration of intraspinal electrodes with surgical revision on (B)(6) 2015. No medical symptoms were reported. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.